Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels for 2 weeks; however, no specific bg values wee provided. Customer consumed juice to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.